Event description:
False negative result (s). They were easy to use. All came up negative when we tested elsewhere and it came up positive. I would be concerned of the validity of the test - not sure if any were right or not.